Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken wire on the fenestrated bipolar forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported broken wires. However for clarification, the defect was a broken pitch cable. Based on this clarification, the complaint was confirmed. The pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed in clevis. Additional observation not reported by customer was a bent grip. One grip is bent, causing side to side misalignment of grips. There is a 0.19 offset at the tips. Evidence not conclusive, but damage likely due to mishandling or misuse. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.